Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and dbs therapy indications. It was reported that during follow-up post ins replacement, interrogation of the ins found low impedance of 189 ohms on c/1. The cause was not specified, but there was no clinical change. No actions were taken, and it was noted the issue would be monitored. Etiology of the event was considered related to device/therapy and possibly related to procedure. The event was ongoing. No patient sympto ms/complications were reported.